Manufacturer narrative:
The investigation was completed and no product was returned. Hematoma : the cause of the injury is most likely use related since sutures were reapplied by md around access site and oozing has improved. Cardiac arrest : the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.

Event description:
It was reported that a patient presented with chest pain. The patient was found to have multi vessel disease. A decision was made for the impella cp to be placed. Percutaneous coronary intervention was performed. However, it was noted that prior to leaving the catheterization lab the patient coded twice. The patient was taken to the intensive care unit for heart rest and recovery. A hematoma was reported at the insertion site. Manual pressure was held and per the nurse the groin seemed soft. The patient was transfused with eight units of blood. Sutures were reapplied around the access site and oozing had improved. Ultimately, the patient was made do not resuscitate. Per the family wishes all inotropes, ventilator, and impella support were turned off and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.